Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's screen turned completely white and was illegible.complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was verified and the color lcd display module was replaced. The device was recertified and returned to the customer. The color lcd display module was returned to zoll medical us; the malfunction was verified. Analysis for reports of this type has not identified an increase in trend.